Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for atrial fibrillation, while mapping the left atrium with the intellamap orion high resolution mapping catheter, the patient's blood pressure dropped a lot. The physician looked on intracardiac ultrasound and saw a large effusion present. They proceeded to perform a pericardiocentesis. Blood was drained but the effusion didn't clear up. Two liters of blood were removed from the pericardium and the patient was given blood. Cardiothoracic (CT) surgery was put on hold and the patient went to the intensive care unit (ICU) and remained intubated. The patient outcome was listed as ongoing. A coronary sinus (cs) catheter, a quad catheter and the orion were in the body, but the orion catheter was the only device in the left atrium. Zurpaz 8.5 fr sheath and a non-bsc sheath 8.5fr were also used. No resistance was felt while maneuvering the catheters. It was further reported that there were no injuries related to the pericardial effusion and transfer to ICU while intubated. The patient remained in the ICU for 5 days and was released.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for atrial fibrillation, while mapping the left atrium with the intellamap orion high resolution mapping catheter, the patient's blood pressure dropped a lot. The physician looked on intracardiac ultrasound and saw a large effusion present. They proceeded to perform a pericardiocentesis. Blood was drained but the effusion didn't clear up. Two liters of blood were removed from the pericardium and the patient was given blood. Cardiothoracic (CT) surgery was put on hold and the patient went to the intensive care unit (ICU) and remained intubated. The patient outcome was listed as ongoing. A coronary sinus (cs) catheter, a quad catheter and the orion were in the body, but the orion catheter was the only device in the left atrium. Zurpaz 8.5 fr sheath and a non-bsc sheath 8.5fr were also used. No resistance was felt while maneuvering the catheters.